Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment of a black screen on the device due to the low voltage differential signaling (lvds) board being loose. It was also noted that the stylus was inoperable, and the cable was damaged. Furthermore, the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests.

Event description:
It was reported that the display screen of the programmer went black. The programmer has been returned for repair. No patient complications have been reported as a result of this event. It was further reported that the returned programmer subsequently tested out of specification during manufacturer¿s analysis.